Event description:
Customer received a result of 3.9 mmol/l on the mobile system, and results of 6.9 mmol/l and 6.7 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the compact plus system (lot number 20810041, expiration date 08/31/2015). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system.